Event description:
(B)(4). Constant migraines, severe bloating, back pain, metal taste, always tired, nauseous all the time, I break out in hives on my chest, neck, and face which didn't start till ensure was planted in me... Massive weight gain cannot keep it off even started dieting and working out with no positive results. Injave abdominal pain.